Manufacturer narrative:
The trigl reagent expiration date was not provided. The cobas pure c303 analytical unit serial number was (B)(6). The customer stated that they had qc on the day of the event and also back in (B)(6)2024. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with triglycerides (trigl) assay on a cobas pure c303 analytical unit. Initial result: 303 mg/dl. The customer was having qc issues and repeated the sample. Repeat result: 235 mg/dl.

Manufacturer narrative:
The data for the investigation was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.